Manufacturer narrative:
Log file analysis: log file analysis revealed a vad disconnect on the reported event date, which is indicative of a manual disconnect of the driveline. Log file analysis also revealed several premature switching events. These premature switching events are most likely due to communication anomalies between battery and controller or normal patient usage behavior. However, the consistency of these switching events at high relative state of charge without a change in power sources, is the pattern in question. A review of the device's incoming inspection records indicated there were no ncmrs generated that could be related to the reported event. Upon completion of the review, it was concluded that the unit met the internal requirements prior to its quality assurance release process. One controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Log file analysis revealed a vad disconnect on the reported event date, which is indicative of a manual disconnect of the driveline. Log file analysis also revealed several premature switching events. Analysis of the device revealed that the device failed to meet specifications; the device failed visual inspection due to a loose driveline connector. An internal investigation for this issue determined the root cause to be a design issue, where the thread locker did not have sufficient strength to secure the nut. Corrective actions implemented included the incorporation of an improved thread locker. The most likely root cause is inadequate thread locking resulting from the low bond strength of the adhesive. Heartware has opened an internal investigation to address this issue. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use and patient manual include a warning to keep a spare back up controller available at all times and outlines that if there is a controller failure, the controller should be switched to the back-up controller. The steps for exchange of devices are also outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. The instructions for use (IFU) provides instructions for properly connecting the power sources. It instructs to line up the solid white arrow on the connector with the white dot on the controller. Gently push the cable into the controller. Do not twist the connector, but allow it to naturally lock in place. A successful connection will result in an audible click. The IFU cautions, "do not force connectors together without proper alignment. Forcing together misaligned connectors may damage the connectors." Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from the united states by the patient that the metal portion of the driveline connector was loose and could easily be manipulated. The driveline cable was still able to be locked in place. There were no reports of any alarms. The controller was exchanged with no effect on the patient. Investigation is ongoing.